Manufacturer narrative:
Received one trs175sb2 in unoriginal package. Lot number was not verified. Performed a visual inspection, the complaint was confirmed. The retrieval bag was detached from the device. Root cause cannot be determined, however, based upon review of drawing a possible cause of this event could be the handle assembly may have been bent due to excessive force. A two-year lot history review cannot be conducted as a valid lot number was not provided. A device history review cannot be conducted as a valid lot number was not provided. (B)(4). Per the instructions for use, the user is advised do not use the anchor¿ tissue retrieval system¿ if resistance is met upon deployment. Improper use of the anchor¿ tissue retrieval system¿ may result in perforation of tissue and subsequent bleeding. Do not deploy or retract the anchor¿ tissue retrieval system¿ while the distal end of introducer remains inside a trocar as it may adversely affect performance. While pushing button, advance handle to release the latch. Pull handle back from introducer. Remove handle from introducer, cinch drawstring and inspect thoroughly and see that stainless steel arms, toggle and spring are attached, before removing the specimen from the body cavity. After removing specimen, dispose of anchor¿ tissue retrieval system¿ by conmed per facility protocol. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report mw5117426 on 16may23. The report was found to be written against trs175sb2, ancr tissue retrieval system, 15mm, 1200ml, that was being used during an unknown procedure on (B)(6) 2023. The report stated, ¿retrieval bag arms failed when surgeon tried to remove bag. Bag was then cut off in order to get the arms out of the trocar. Rep has been contacted. Retrieval bag has been placed in red bag and sent to risk management¿ further assessment answers were requested of the reporter and a good faith effort was completed; however, the reporter has not responded to our attempts for information. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Event description:
This complaint was created due to the receipt of a medwatch report mw5117426 on (B)(6) 23. The report was found to be written against trs175sb2, ancr tissue retrieval system, 15mm, 1200ml, that was being used during an unknown procedure on (B)(6) 2023. The report stated, ¿retrieval bag arms failed when surgeon tried to remove bag. Bag was then cut off in order to get the arms out of the trocar. Rep has been contacted. Retrieval bag has been placed in red bag and sent to risk management¿ further assessment answers were requested of the reporter and a good faith effort was completed; however, the reporter has not responded to our attempts for information. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 : device not yet received.